Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "superior displacement of the implant" via operative report. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture and malposition was received on oct 28, 2024 with lot number 1188408. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. As per the investigation procedure deformation and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported "superior displacement of the implant" via operative report. Device was explanted and replaced.